Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 0295651. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima ii¿ IV catheter with prn adapter there was leakage. The following information was provided by the initial reporter. The customer stated: "the patient underwent internal fixation for femur fracture, and the indwelling needle was placed. Fluid leakage was found at the indwelling needle during infusion, and a new product was used later." On october 21, 2021, the sales representative is updated, and the description of the incident is updated as follows: "has returned to the hospital. The leakage indwelling needle was implanted in the patient the day before, and there was no abnormality in the infusion that day. During the infusion the next morning, when the infusion set was connected and the small clamp was opened, it was found that the small clamp was leaking. The indwelling needle was replaced and the infusion was repeated."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima ii¿ IV catheter with prn adapter there was leakage. The following information was provided by the initial reporter. The customer stated: "the patient underwent internal fixation for femur fracture, and the indwelling needle was placed. Fluid leakage was found at the indwelling needle during infusion, and a new product was used later." On (B)(6) 2021, the sales representative is updated, and the description of the incident is updated as follows: "has returned to the hospital. The leakage indwelling needle was implanted in the patient the day before, and there was no abnormality in the infusion that day. During the infusion the next morning, when the infusion set was connected and the small clamp was opened, it was found that the small clamp was leaking. The indwelling needle was replaced and the infusion was repeated."